Manufacturer narrative:
(B) (4). Based on our evaluation of the electric heating pad returned by (B) (4), it has been determined that the electric heating pad was used by the consumer in a manner contradictory to the warnings. The warnings printed on the electric heating pad, the cloth cover and contained in the instruction booklet provided with the product state "danger to reduce the risk of burns, electric shock, and fire this product must be used in accordance with the following instructions...do not sit on, lean against, or crush pad-avoid sharp folds. Always place on top and not under your body. Never place between yourself and chair, sofa, bed or pillow." Evidence of creasing photographed. Maximum temperature recorded during the initial overshoot was 182 f, well within the ul limit of 194 f. Maximum temperature 20 minutes after the start of regulation was 172 f after correcting for the ambient air temperature, and under the ul limit of 176 f. The creases and wrinkles in the vinyl envelope of the electric heating pad indications that the consumer used the product in a manner that is clearly warned against.

Event description:
The consumer notified kaz, inc on (B) (6) 2009 to say that she was burnt on the back by her hp 110 heating pad. She said that it burned through its lining and injured her. She also said that she has been to a doctor for treatment. A follow up call on (B) (6) 2009 indicated that the burn was red blotches or patchy spots.